Event description:
There are four written reports and several verbal reports that indicate when using clippers prior to procedures, abrasions, scratches, and nicks were found on the patient after use of the clipper. This product has been used at this facility for approximately three years. This issue just started to occur in the spring of this year according to my knowledge. There is no large turnover of staff.